Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed fracture of the t12 and l1 lead. Additionally, the patient's l2 lead was migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating that the l2 lead was confirmed to be migrated through x-ray imaging.